Event description:
It was reported that the handpiece began leaking an unk substance out of the back of the device after processing. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service. The device was given to a qa engineer for further investigation. A sample was taken from the device and sent to clinical sciences for analysis. A f/u report will be submitted after the quality investigation has been completed.